Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a vetinary case - no patient information will be reported. This report is for unknown - veterinary drill bit/unknown lot number. UDI: unknown part number, unknown lot number, UDI is unavailable. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported the drill bit impinged upon a proximal jig pin shaving bits of metal off into the tissue during a tibial plateau leveling osteotomy (tplo) surgery. Per the surgeon, the patient was an adult canine. The patient had a proximal jig pin placed cranially to the medial collateral ligament as opposed to synthes protocol which suggests that the proximal jig pin be placed caudally to the medial collateral ligament. "This breach of protocol caused the number one plate hole drill guide to direct the 2.8mm drill bit towards the erroneously-placed jig pin." On the postoperative images, it was noted that very tiny metal fragments had been left within the bone, most likely abraded off the jig pin by the bit. All implants were left in the patient and it is expected that this patient will do well. Surgeon has corrected his procedures on subsequent patients by placing the proximal jig pin in its correct position caudal to the medial collateral ligament. This complaint involves two (2) devices and is linked to (B)(4). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: date of event was inadvertently populated. Date of event is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.